Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract surgery with intraocular implant procedure, lenses have been scratched in the exact same location in the cartridges. Additional information received and stated that the event occurred during the surgery.